Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 21-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 392.4 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient had intermittent spasticity in his legs that started sometime after his pump replacement surgery on (B)(6) 2019. Per the patient, the physician performed a dye study on an unknown date and the catheter could not be aspirated. There were no known environmental or external factors that may have led or contributed to the issue. A catheter revision with a possible pump replacement was planned and would be scheduled in the near future. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information regarding the event at this time. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.